Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose with blood glucose of over 357 mg/dl, then 404 mg/dl, patient didn¿t eat anything else either. Patient¿s current blood glucose was 130 mg/dl. Customer woke up with high blood glucose 357 mg/dl and then bolused for it. Customer states that it dosed 6.2u first time and second time it gave 6.6u to treat via bolus. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer treated with pump and walking. Based on customer report customer does not allege pump was under delivering. Customer reports they feel okay to troubleshoot. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test¿s results was passed. The insulin pump will not be returned for analysis.